Manufacturer narrative:
The subject product has not been returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
The patient called and reported experiencing lower abdomen pain for years. He claimed to have had numerous medical tests due to this. The tests showed nothing amiss.